Event description:
It was reported that due to a cholesteatoma removal surgery, it became necessary to remove the implant, although it was fully functional. The patient has been re-implanted in 2007.

Manufacturer narrative:
The device has been explanted and has been returned to MFR where it will be evaluated. When available, a device analysis will be submitted as a follow-up report.